Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue.. This is potentially reportable because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: a review of the pump black box verified the voltages were steady with no sudden drop prior to the reported event. During investigation, the pump was exercised for 24 hours with the user¿s pump settings with no warnings, overheating or power loss occurring. The pump electrical current draws were within specification. There was no evidence of moisture in the battery compartment or on internal components of the pump. The power flex and components were inspected with no defects found. Unrelated to the complaint, investigation revealed a crack in the battery compartment in the thread area and below the grip pad. The complaint of a temperature issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.